Manufacturer narrative:
Combination product: yes. Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6), an rv pacing impedance alert was detected. During the follow-up on the same day, high impedance (2700ohm) and noise oversensing was confirmed. A lead fracture around the pocket was suspected. Maneuver tests, such as pressing around the pocket, were performed and the noise occurred regardless of pocket manipulation. Therefore, the therapy has been temporarily turned off and lead remains implanted. The replacement plan will be determined at the next outpatient visit.